Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not working also up and down buttons did not work. Customer blood glucose value was 199 mg/dl. Customer states that numbers was not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.

Manufacturer narrative:
The device was received with all buttons responding properly. The device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing.